Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that they experienced low blood glucose. The customer¿s blood glucose level was 44 mg/dl at the time of the incident. The customer reported site issues with sensor as when he inserted sensor in the right abdomen it started bleeding and was helped with sensor troubleshooting. Customer reported sensor was flat and connected to the skin. Customer did not reported consecutive sensor alerts with different sensors. The insulin pump and sensor will not be returned for analysis. Frn-unk-rsvr, unomed set, ozp-mmt-7020-snsr.